Manufacturer narrative:
(B)(6). There was no reported product deficiency. Anemia, cerebrovascular accident/stroke, death, and ischemia are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that approximately seventeen months after xience v stent implantation in the distal circumflex artery, the patient experienced an acute ischemic stroke with slurred speech, left side weakness and low hemoglobin. Treatment included medications. The patient expired on (B)(6) 2010. Though requested, there was no additional information provided.